Event description:
It was reported that the insertion device ejected the infusion set unintentionally. No adverse event was reported. The insertion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.